Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was complaining of chest pain. The physician found there was some ventricular pacing recorded on the holter when in the upper rates. The device remains in use. No patient complications were reported as a result of this event.